Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case, the site had trouble getting the spin to transfer to the navigation device. The site took the spin, and it would not auto-transfer, but still had a nav tag on it. They selected to "send" several times with no resolution. The medtronic representative (mr) hit esc on the mobile view station (mvs), selected to save the image, and then double-clicked on the exam again, and was then able to send the exam over. The mr said the navigation device had green status on communication and trackers while this was occurring. The surgery was completed with imaging and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.